Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not boot up. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Through follow-ups, key market (km) reported that there was no patient involvement. Through follow-ups, km indicated that the reported problem was not confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and observed no problem found on the unit. Unit is working fine and no error message was observed. No parts replaced due to no reported problem found on the unit. The unit was returned back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No root cause could be determined at this time due to no problem found.

Event description:
The customer reported that the unit would not boot up. Through follow-ups, the key market (km) reported that there was no patient involvement.